Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system couldn't produce x-ray. Further log file analysis showed x-ray generator errors and warnings. The problem persisted after cold system restart. Fse confirmed the malfunction and most likely cause was in x-ray generator hardware as it was not receiving 24 volts power supply. The fse replaced the 24 volt direct current power supply (dcps) in the generator cabinet to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not x-ray. The device was in clinical use. No patient harm reported.